Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The pump powered on to a dim and discolored display. Unrelated to the issue, the keypad cover was found to be peeling up. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a dim/faded display screen. This report is made based on results of investigation completed on 12/01/2016.